Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a complete pump reset, and after following the instructions, the caller successfully initiated their sensor session without further errors.